Event description:
It was reported that the patient has expired after an implant duration of approximately 0.3 months, due to unknown reasons. It is unknown if the death was device related. No further details were provided.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient's registry. A device history record review is in process. Two requests were made (via e-mail) for the device, operative report, and additional information; however, no additional information was provided, and no device was returned for evaluation.

Event description:
Incident occurred after 6 days postoperative after a pansinus operation. A 4cm nasopore forte was placed into each middle meatus and wet it intensively. The 6th day, the pt developed eye lid and cheek swelling as well as pain on one side while the other side was not problematic. An endoscopic inspection of the middle meatus revealed a capsulated undefinite conglomerate. The material was perforated with a suction device and the content was aspirated. Immediately after this removal, the pressure and discomfort was gone. Two weeks after this notification, pt had to be re-operated because he developed subsequent problems with a synechia.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.